Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was visually inspected and failed due to damaged window. The receiver failed to charge and reboot due to the receiver not turning on, but will turn on with a known good battery after receiver case is open. The log was downloaded and reviewed finding an error related to the complaint. The receiver case was opened, and the internal inspection failed due to a found damaged battery. The allegation was confirmed. The root cause is damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.